Event description:
Procedure type: gastric bypass. According to the reporter: the charge was fired, but the staples did not close. The problem was corrected by suturing with endostitch. There was no leakage of liquid, only the bleeding produced for the use of the recharge. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4)